Event description:
It was reported that the anesthesia system failed the system check out due to the target pressure not being reached. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the device failed the system check out. Additional information that was received later, states that the equipment had no fault. The water trap to the gas analyzer was incorrectly mounted so the expected pressure was not reached. No logs have been received to confirm the event. Our conclusion is that the reported issue was caused by a user error.